Event description:
The pt received two leads. It was reported the pt did not have adequate stimulation coverage, so the physician replaced one lead during the surgical procedure. The physician opted to replace the ipg electively. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Eval: results: the complaint could not be confirmed. As received, the lead was cut and it was missing the stimulation end. Continuity testing of the returned lead segment revealed no anomaly. Since the lead was returned with the stimulation end missing, the reported complaint could not be fully analyzed due to an incomplete lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.